Manufacturer narrative:
Medtronic received additional information that during the implant of this 25mm mechanical valve, leaflet motion was tested and the valve was rotated to achieve appropriate leaflet motion. Upon explant of the valve the following day, impingement was noted and the impingement tissue was removed during the replacement. The physician indicated the patient tissue near the left posterior leaflet contributed to the inadequate leaflet motion. One week following the implant of the non-medtronic valve, the patient died due to cardiac failure. The physician stated that the medtronic valve leaflet not closing properly was not the direct cause of death. It is unknown whether an autopsy was performed. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the physician stated the valve did not cause/contribute to the patient death. The patient underwent coronary artery bypass graft (CABG) for myocardial infarction, so the physician believes that the patient¿s poor cardiac condition caused/contributed to the death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this 25mm mechanical valve, the valve was explanted and replaced with a 23mm non-medtronic mechanical valve. The valve was replaced due to a leaflet not closing properly, which the surgeon indicated was caused by impingement of the patient¿s subvalvular tissue. During the initial implant of the 25mm valve, the native leaflet was cut out and the diseased native tissue was excised. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed a tear on the inflow aspect of the sewing ring, which most likely occurred during explant. Both leaflets were received in the closed position. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms were intact. The carbon sub-assembly rotated normally in the sewing ring. Conclusion: the valve was built to specification and met all inspection and acceptance criteria. The valve was visually inspected with no anomalies noted. There was no evidence of a leaflet motion issue. Based on the received information, the physician confirmed that patient tissue near the left posterior leaflet contributed to the leaflet closure issue. In addition, there was no allegation that the device to caused or contributed to the patient death. If information is provided in the future, a supplemental report will be issued.